Event description:
It was reported that several hours after the pacemaker implant operation there was inappropriate pacing therapy in the atrium. Sensing and pacing failure also occurred. A check of the pacemaker the next morning was unable to confirm the related inappropriate pacing therapy. However an increase in atrial pacing threshold was confirmed and believed to be caused by lead dislodgement. There was no intervention and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.